Manufacturer narrative:
An event regarding loosening involving a tritanium hemi cluster hole shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Device history review records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that there was a left hip revised due to patient having pain and loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available at later time it will be reported in a supplemental report.

Event description:
It was reported that there was a left hip revised due to patient having pain and loosening.